Manufacturer narrative:
No product being returned for investigation. The customer has elected to order a replacement speaker assemble for in house repair. Info has been added to the database for trending purposes.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.